Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had adjusted the basal rate the day before and it was incorrect. Customer corrected the setting prior to contacting tandem technical support (cts). Cts verified the setting change with the customer. Blood glucose was 195 mg/dl.